Manufacturer narrative:
The information submitted reflects all relevant data received. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. We have no information from a hcp (health care professional) to suggest the death was lead related. It is not known if the lead was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
The patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death." Further alleged was the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy" and economic damages, prior to death. Review of the manufacturer's database verified the patient death. No allegation was received from a hcp that the death was lead related. Cause of death was researched but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. We have no information from a hcp (health care professional) to suggest the death was lead related. The cause of death has been researched but has not been received.